Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 16apr2026. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and no other notable events were observed. The system operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having backup battery fault alarms again. The emergency backup battery (ebb) was replaced twice before. The ebb itself said to replace in 36 months on the heartmate touch. The self test did not clear the advisory alarm. The log file began capturing ebb faults on (B)(6) 2026 due to the ebb failing the load test. There was 1 isolated low flow event noted on (B)(6) 2026 at 10:36:29. There was a battery fault error. The system controller was returned which indicated that the system controller was exchanged.